Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the battery is failing efficiency test. There was no reported patient involvement.

Manufacturer narrative:
One heartstart xl battery pack was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Battery capacity test results indicated that the battery performance has significantly degraded. The duration of service and the customer use model supports that the expected life of the battery had been exceeded; it does not indicate any non-conformity to specification. Philips cannot rule out a malfunction of the battery at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.